Manufacturer narrative:
The ICD and the lead were returned for analysis and thoroughly analyzed. The ICD first underwent a status interrogation. The device status was mol2, and 43 charge processes were registered. The memory content of the ICD was checked. The available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The ICD proved to be fully functional during the analysis. The returned lead had been capped about 18.5 cm distal of the is-1 connector pin and was only available in fragments, as described in the clinical complaint. Only the proximal part of the lead was returned for analysis. The returned fragment was examined visually and electrically. Aside from the existing cut through the lead, no damages were noted. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The analysis of the lead and the ICD did not show any indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 56 months, oversensing with inappropriate shock deliveries was reported. During the revision, the upper part of the lead was cut off, the rest remains inside the patient. The measured values on the day of the revision were ok. The ICD and the lead fragment were sent to biotronik for analysis.